Manufacturer narrative:
D9: date returned to mfg.: 6/3/2024. H3 and h6. Evaluation codes: updated. The device analysis reproduced the complaint when the wire did not pass freely though the entrance of needle. The end of the guidewire does not show any damage or irregularities and with the unaided eye the entrance of the needle did not appear occluded. Using an optical comparator to shine light through the needle to check for obstructions and discovered a partial needle obstruction with a minimum size of 0.005¿. The root cause was attributed to a component contained within a kit supplied by a contract manufacturer. Root cause and corrective action has been requested of the supplier. The device history record (DHR) is at the supplier and not readily available for review.

Manufacturer narrative:
D4. The reported lot# 1750505 was not found for the reported catalog# 40339. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it was difficult to pass the echogenic needle through the guidewire after vessel access. No blood flashed at hub of the needle when it entered the vein, but it was visible in the vessel under ultrasound. There was no medical intervention, but procedure took longer than normal. Sickle cell patient getting line for rbc exchange apheresis. Guidewire was able to be advanced though accessing needle slowly and very cautiously to proceed with line placement. The line was able to be placed but process took longer than expected. There was patient involvement and no patient harm/adverse event reported.